Event description:
The clinician reports the implant was inserted (B)(6) 2008 in ada 3. Details of surgery: ridge augmentation. On (B)(6) 2019, loss of osseointegration was verified. Patient presented with bruxism and previous bone augmentation. The device was forwarded to the manufacturer. At the event the patient experienced: infection and bleeding. No further patient complications were reported.